Event description:
The device (leg) didn't deploy during the procedure. The leg remained stuck on the introducer sheath of the main body. A backup leg was implanted successfully. Patient outcome: "the patient wasn't injured because we implanted a backup leg."